Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door two had issues. A field service engineer tested the door using the hardware test application and it was functioning properly. The door was equipped with a new style latch, to ensure optimal performance, proceeded to replace the latch. The new latch was tested and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed to open the customer stated that the malfunction occurred when user trying to access ceftriaxone 2gm to patient and there was delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.